Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited worsening threshold and sensing measurements and intermittent loss of capture. A revision procedure was performed and the lead was repositioned; however, the helix was unable to be extended after retraction. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection noted setscrew marks on all terminal connectors. Drag marks were noted on the is-1 terminal ring. The helix was fully retracted and there was dried blood noted in the base around the helix. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits. After loosening from the dried blood debris, the helix was functional.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.